Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v054682, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that the patient was last seen in (B)(6) 2011. The patient was experiencing some nausea and vomiting, as well as some stress incontinence. The patient had previously been treated for stones, but a kub x-ray showed some residual stones. A pelvic x-ray showed a malpositioned lead, a possible break in the lead and impedances greater than 4,000 ohms. The patient was to follow-up after treatment of the stones, but had not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had really bad falls on (B)(6) 2013 and (B)(6) 2013. The hcp wanted to do an MRI and it was noted that the ins was not turned on and the lead was not attached to the ins.

Event description:
It was reported that the patient's implanted lead wire was not connected to her ins and she had no therapeutic effect or stimulation sensation. The patient could not recall when the disconnection happened, but it was noted that the patient had a "pretty hard fall off a horse" at one point and also had a car accident in 2009. The patient's stimulation had been off for about 2 or 3 years, and it was noted that the patient had pelvic pain prior to implant and had noticed a change in her pain level since her stimulator had been off. The patient stated she experienced increased pelvic pain and pain during intercourse. Additional information has been requested, but was not available as of the date of this report.